Event description:
It was reported that the patient suddenly had syncope and aconuresis near home and was sent to the hospital where rescue was unsuccessful and the patient died. It was noted that the patient had recently asked for analysis report of the device. A cause of death was requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).

Event description:
Additional information was received and reported that the cause of death was not clarified by the physician and remains unknown. It was also noted that the physician did not allege a product performance issue.

Event description:
Additional information along with a request for analysis indicates that the family doubted the quality of the product.

Manufacturer narrative:
Product event summary # product ID# d284drg the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
(B)(4).